Manufacturer narrative:
Results: the catheter shows a small ovalization 1.2 cm from the distal tip. A 0.032 inch mandrel was introduced into the hub end of the catheter and advanced distally. Friction was noted 4 cm from the distal tip. This friction increased as the tip passed the ovalization at 1.2 cm from the distal tip, but the mandrel was able to pass fully through the catheter. The catheter is functional but damaged. Conclusion: the damage noted in the complaint is confirmed. The failure noted is common in cases where the taper grind is manipulated outside the rhv. In addition, the physician was advised to swap out separators once it was noted that the distal tip had bent back on itself. The bent distal tip may increase friction between the catheter and the separator leading to the knotting and subsequent breakage seen in the proximal region. The IFU for the penumbra system specifically warns against advancing devices against resistance and using kinked or damaged devices. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The physician was using the penumbra system reperfusion catheter 032 in the m2 and inserted the penumbra system separator 032. During aspiration, the catheter migrated to m1 so the physician removed the separator and replaced it with a guide wire and navigated to the m2 again. He used the separator 032 again. He felt pressure when he inserted it. He started aspiration even though the separator was kinked. A contrast injection showed thrombus remaining on the m2. The physician inserted the catheter and separator again feeling pressure as the separator was inserted. The physician finished aspiration successfully and then pulled the separator back fracturing the separator wire 30 to 40 cm from the hub. The physician removed the separator and catheter together. During the case, the physician pulled the separator back and forth into the catheter for an hour so the separator and several kinks. The physician was advised to change to a new separator during the procedure, but did not because the penumbra system is not applicable to the health insurance yet. The patient's tici score went from 0 to 2b post-treatment. This MDR is associated with MDR 3005168196-2011-00367.